Event description:
A finetuner echo was received at service and repair along with the repair request form (rrf). Reportedly, the user called to report a problem with the device and therefore it was exchanged.

Manufacturer narrative:
Conclusion: according the information received, the finetuner echo would no longer power on and the screen would freeze. Furthermore the housing was bulged. During device investigation a defective capacitor was detected which was clearly the reason for the reported issue. Electrical inspection could not be performed because of the observed malfunction. No injury was reported. This is a final report.

Manufacturer narrative:
The device has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
A finetuner echo was received at service and repair along with the repair request form (rrf). Reportedly, the user called to report a problem with the device and therefore it was exchanged.